Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
It was reported that the patient¿s implant was interrogated on the day of the report and was at end of service (eos). It was noted that the health care professional and manufacturing representative were not happy with the longevity of the implant. The implant lasted approximately 1.5-2 years and was not the 3-5 years they thought the implant should last. The eos date was unknown and the total hours used was 4,402 and use percentage of 78%. The calculated estimated was done at 20 hours per day usage with 11 months using 500 ohms and 20 months using 1000 ohms. Settings were as follows: rate 40 hz, 7.8v, 450us, and group b with 1 program with 5+, 6-, 7-, 12+, 13+, 14+, 15+. It was noted there was no therapy group impedances for b. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the patient's surgery was scheduled for (B)(6).

Event description:
Additional information received reported that the patient was choosing to have her battery replaced, but there was not a date for the surgery as of yet. Additional information received reported that the scheduling of the patient¿s battery replacement was pending insurance approval.

Event description:
Additional information received reported that the replacement did occur on (B)(6) 2014. It was noted that no device malfunctions were noticed and that the patient had high settings so the replacement was just. The manufacturing representative met with the patient post-operative and the patient was receiving effective therapy.